Manufacturer narrative:
B2 date of death - aware date used as death date is unknown. B3 date of event - aware date used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the patient died. It was reported via social media that the patient had the watchman closure device implanted. A few weeks post procedure the patient could not keep their blood pressure up and the patient died.